Event description:
It was reported that the return tubing was cracking causing water to leak in the circuit board. This caused the machine to malfunction on the units outer facing lights and buttons. The event occurred while providing therapy to a patient. No patient harm. Medical intervention was not required. The event outcome was the unit will not turn on.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Manufacturer narrative:
D3, g1, and g2 email is: (B)(6). D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the return tube has multiple cracks causing a low flow rate. The plunger on the air detector does not always retract all the way after being triggered and doesn't clamp the tubing very well. Functional testing confirmed the complaint. The return tube was cracked (not the fitting). Root cause was attributed to a design issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the return tube and the o-ring for the return tube. Replaced the solenoid in the air detector to fix the clamping issues. Device passed functional testing after the completed repairs.